Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is july 6, 1999.

Event description:
Boston scientific received information that this system exhibited noise which was oversensed and resulted in pacing inhibition and greater than two seconds of asystole for this patient. Physical damage was noted on the terminal end of the lead. The device and right ventricular (rv) lead were removed from service and replaced without further incident. No adverse patient effects were reported.